Manufacturer narrative:
Conclusions: the suspect device was not returned to merit for evaluation. However, merit will be conducting an evaluation on another device. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that the stopcock disconnected from the catheter during contrast injection. This occurred while performing a diagnostic angiogram. The complainant reported that this has also occurred 20 times over the past several months, but details were not available for each incident. There was no reported harm or injury to the patient or clinicians.